Event description:
It was reported that a non-specific product performance issue was exhibited by this right ventricular (rv) lead. Boston scientific technical services (ts) referred patient to the physician. Reprograming options were discussed. At this time, this lead remains in service. No adverse patient effects were reported.